Event description:
The facility reported to customer service a pump that stopped with fail code 810:11 resulting in under infusion. This event occurred during patient infusion of blood. The patient was switched to a different pump to resume infusion. There was no patient injury according to the hospital representative. The date that this was determined to be a reportable event was 2007.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 25 2007. Evaluation summary:during product evaluation the air-in-line printed circuit board was confirmed to be out of specification. Inspection of the device found that failure code 810:11 was caused by the air-in-line printed circuit board being out of specification. The air-in-line printed circuit board was recalibrated. The pump was returned to the customer fully operational.